Event description:
The account alleged the side rail is not latching. No pt impact.

Manufacturer narrative:
The technician found the side rail center arm was broken right off of the bed frame and hanging from the side rail frame. Major impact to break the plastic housing is evident. The technician replaced the side rail center arm assembly to resolve issue with bed.